Event description:
It was reported that during the operation, the doctor used the tracheostomy and found that the tube was ruptured and was unable to inflate and be used normally. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Evaluation codes: updated. The investigation of the complaint was limited because no sample was returned. Customer is claiming cuff leak which was observed during use. During the manufacturing process the devices are one hundred percent inflation tested, which includes inflating each device cuff and leaving for a twelve-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Each cuff shall be inflated and checked by the customer prior use as per instruction for use. Due to the fact that cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use. Unfortunately, without the sample we are unable to determine the true root cause of this issue. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.